Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages. In addition, the customer received a cartridge alarm 19 during the load process. Reportedly, the customer did not follow the proper load sequence. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 126 mg/dl.